Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, air leaked from the valve of the device with a hissing sound. These events occurred in about 30 minutes. Straight grasping forceps, abrasion forceps and ultrasonic shears were used through the trocars as usual. The abdominal air pressure was 9mmhg. These devices were used as-is to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) was returned in good condition. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of the devices, each was functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.